Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the metal part of endo therapy accessory/cleaning brush interfered with biopsy port during insertion/withdrawal of them, which caused the event to occur. However, a definitive root cause could not be determined. User can detect the suggested event by handling the device in accordance with instructions for use (IFU) below: detection method is described in bronchofiberscope bf-e2 series operation manual chapter 3 "preparation and inspection". Olympus will continue to monitor field performance for this device.

Event description:
The bronchofiberscope was returned as part of the asset return process. During routine inspection of the device by olympus, the forceps channel port was found to be shaved. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1) address : (B)(6). The device was returned as part of the asset return process. In addition to the shaved forceps channel port, other evaluation findings are as follows: water tightness was lost due to deformation of the control unit; the image guide had significant breakages; the adhesive on the bending section cover was detached; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; and the eyepiece was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.